Manufacturer narrative:
(B)(4). The device was returned to philips for evaluation. A visual inspection of the device noted corroded battery contacts and a cracked case. The failure was replicated where there was no sound and the speaker was defective. The customer received an exchange mx40 device. Trending for this issue supports that there was no health risk and there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.

Event description:
The customer reported no audio from their mx40 device. No patient harm was reported.